Event description:
During attempted PICC line insertion wherein device was used, it was noted that the guidewire could not be advanced after 6-8 cm. When this was pulled back, it was noted by the PICC rn that a 5cm piece had broken off and left in pt's right arm.